Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a blank display. The customer reported a blood glucose value of 187 mg/dl. The customer reported hyperglycemia treated with an insulin pump. The event involved product(s) mmt-332a, mmt-1884, mmt-397a. Troubleshooting was partially performed. Battery cap contacts and battery compartment and/or springs are not damaged. The display did not return after inserting a new battery. No further patient complications were reported. No product return is required for mmt-332a. The customer will discontinue the use of the insulin pump. Mmt-1884 was requested and the customer response was the device will be returned. No product return is required for mmt-397a.

Manufacturer narrative:
Unit passed the self-test test. Active current measurement within specifications. No unexpected blank display anomaly noted. However, unit received with high sleep current measurement due to moisture damage noted on electronics assembly. The history was download successfully using thus software. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was out of spec range. Detailed trace analysis confirm power loss alarm was triggered. Backup battery unloaded or loaded voltage (ul vlith) did not drop below 3.5v for consecutive 240 minutes. Power loss alarm confirm on 10/19/2024 07:34:38:000 pm due to moisture damage. Unit received with fading serial number label. The unit p-cap / test reservoir locks in place properly. Unit was not confirmed for blank anomalies. However, unit failed sleep currents measurements due to moisture damage on electronics assembly. (Power loss alarm). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.